Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted and replaced due to high out of range (oor) pacing impedance measurements and high threshold measurements. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated this lv lead was returned severed 78 mm from the terminal pin, and the terminal pin segment was returned. There was a set screw mark noted on the terminal pin, no discernable set screw marks noted on the ring, and spring marks noted on the ring. There was blood/body fluid noted on the lead. This lv lead passed the continuity test with manipulation. The initial allegation of high oor measurements could not be confirmed.